Manufacturer narrative:
All operating currents are within specification. Unit passed displacement properly. Pump error 25 noted due to connector resistance issue j6 /pcb 1. No pump error 23 alarm noted during self test or during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error post-reset ram crc alarm and this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running. Customer blood glucose level was 11.1 mmol/l. Customer also stated that they able to clear the alarm and able to rewind the insulin pump. The device will be returned for analysis.